Manufacturer narrative:
(B)(4). Date sent: 8/21/2024. D4: batch #622c81. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards, with a battery pack, and with a gst60t reload loaded on the device. The reload was received fully fired. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 622c81, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a gastric sleeve procedure that the stapler would not work. Device did not have power. After taking the battery in and out the device was slow to respond. Another device had to be open for the case. Procedure was delayed by ten minutes. Procedure was completed successfully with no adverse consequences for the patient.